Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified yellow particles on the surface shell and an opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture, diagnosed by ultrasound and MRI and capsular contracture, baker grade 1. Right side. The device has been explanted.

Event description:
Physician reported rupture, diagnosed by ultrasound and MRI and capsular contracture, baker grade 1. Right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.